Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part number (lot number): 110031406 (65255275). Associated product information, part number (lot number): 113629 (65576362). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not allowed per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial left total shoulder on an unknown date with unknown implants. It was reported that the patient had multiple revisions due to instability. Subsequently, approximately one (1) year and ten (10) months after the last revision, the patient was revised for a fourth time due to instability and poly disassociation. No further details provided. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a humeral tray and bearing have been explanted. The humeral tray is covered in biodebris and appears to have some discoloration, although it cannot be determined if this is remnants of biodebris. The bearing is also covered in biodebris and shows signs of use with deformation along the rim and locking features; the bottom/mating surface also has grooves/markings. The part number is confirmed, and the last four digits of the lot number are confirmed from the product etch. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records for the previous surgery were provided and reviewed by a health care professional. A review of the available records identified the following: metallosis debrided. Implants stable. No intraoperative complications. Implanted a competitor expanded sphere with the comprehensive tray and polyethlyene liner. Revision operative notes and radiographs were not provided. Per the IFU, "only authorized combinations of humeral bearings and glenospheres should be used with the comprehensive reverse mini humeral trays...the use of instruments or implant components from other systems unless expressly labeled can result in inaccurate fit, incorrect sizing, excessive wear and device failure." As the comprehensive humeral tray and bearing were implanted with a competitor expanded sphere, which is not an approved combination, this disassociation event is attributed to off label use. The reported off label use is confirmed from provided medical records, the reported revision is confirmed from provided pictures, but the reported disassociation event is not confirmed. A summary of the investigation was sent to the complainant, conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.